Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found all labels still intact, however, one battery contact was deformed. There was evidence of the error or reported problem recorded in event history log, however the reported problem was not duplicated, and the complaint was not confirmed. The investigator was unable to determine the cause of the reported problem. Corrective action taken was to replace the battery contact followed by function check, which passed. The root cause was unknown as no fault was found. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: h4: correction: device manufacturing date: 08-oct-2020.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump alarm went off during use. No patient injury was reported.